Manufacturer narrative:
This product was used off label to obtain prp for scalp injections for hair growth. Some practitioners are accustomed to devices that have very low platelet counts. By delivering a much higher concentration and larger volume of total platelets, the patients are experiencing more of an effect than they did when using a lower quality product. Practitioners who use this product with the skin are intending to stimulate platelet activation imitating the body's natural injury response, which is consistent pain and swelling. This is well supported in the literature. These nodules may just be localized swelling.

Event description:
Nodule development under the skin where prp obtained from the use of the device was used to support hair growth.